Manufacturer narrative:
One unopened device from the same lot number was returned for eval. The lens was found to be within specifications. An investigation is underway by mfg. If any abnormality is found, a f/u report will be provided. (B)(4).

Event description:
Additional info received on (B)(6) 2011, identified that the initially reported device involved in the reported event was not the initially reported device. Refer to 9681121-2011-00002 for the previous report submitted. It was initially reported by the pt's mother that the pt experienced an eye infection resulting in several visits to the ophthalmologist. The pt was treated with tobrex and discontinuation of contact lens use. The pt experienced an eye infection and was treated by his eye care professional on (B)(6) 2010 with erythromycin and zymaxid. F/u visits occurred on (B)(6) 2010 and other visits were scheduled for (B)(6) 2010. The pt's right eye and cornea were infected. The pt's left eye was unaffected. The eye care professional stated that the pt had experienced 2 prior episodes of bacterial conjunctivitis. The current event involved the right eye only with one 1mm peripheral corneal ulcer and iritis with 2 infiltrates. The larger infiltrate was 1.5mm and locations were unspecified. The eye care professional reported moderate <50% corneal staining and 20/20 before correction visual acuity prior to the event. The pt experienced moderate pain, severe redness, watery discharge, and moderate anterior chamber reaction. The pt was treated with antibiotic drops every 2 hours, steroid drops 4 times per day, and antibiotic ointment every evening. F/u visit was scheduled for (B)(6) 2011 if event had not resolved. The pt's mother reported that the contact lenses involved in this event were purchased in (B)(6) 2010. The infections had started after a week later. As of (B)(6) 2011, although the issued has resolved, the pt is no longer wearing contact lenses. The pt is currently wearing glasses. Additional info received on (B)(6) 2011 from the eye care professional stated that in (B)(6) 2010 the pt was dispensed a different brand of contact lenses than what was prescribed.